Manufacturer narrative:
(B)(4) - a follow up MDR will be submitted upon completion for the plant's investigation.

Event description:
It was reported by peritoneal dialysis patient that patient had woken up during dwell 3 of 5 with no alarms/warnings/messages and patient found that there was fluid all over the bottom of the cycler, the platform on which the cycler sat, and on the floor. It appeared the leakage was coming from the left side of the cassette door. Treatment was cancelled. When the patient removed the supplies from the cycler, there was no leakage from the back of the cassette or from the heater bag. It appeared that the tubing set was leaking from the bottom rounded piece where the soft tubing connected to the hard plastic of the cassette. The dialysis patient later confirmed that the fluid leak did not result in any adverse events. The patient reported that the patient performed continuous ambulatory peritoneal dialysis in order to complete treatment. The set may be made available for investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Device history review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The set was not made available for evaluation.